Event description:
Pt reported the tape around IV site is very itchy. Pt tried hydrocortisone cream which provides temporary relief. Pt feels that itchiness is due to tape. Pt reported experiencing jaw pain from time to time but is managing. Rph recommended tylenol for symptoms, slow bites or sips of water, saltine crackers or hard candy/chewing gum before eating. Pt states that she has tried previously, with no relief. Pt also reported experiencing weight loss, dysgeusia. Pt describes breathing status, health status and overall, mood have worsened over the last 90 days with increased oxygen use. Per pt, oxygen levels drop when moving from room to room, recent hospitalization due to covid and pneumonia. Exact dates of hospitalization and length of stay not provided. Pt experiences shortness of breath with daily activities such as getting dressed, taking a shower and going from room to room. Pt experiences ongoing excessive tiredness, light headedness, weight loss and swelling in the legs, ankles and/or feet. No further information, details or dates provided. IV remodulin patient via cadd solis pump.